Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. An x-ray was performed and it was noted that the suture sleeve was loosely fixed and the electrode had dislodged. The doctor strongly suspected that the dislodgement was due to the sleeve being incompletely fixed and the significant movement of the patient's skin as he was moved from the operating table to the ward bed. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.